Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the device began smoking at the hospital. No patient injury.

Manufacturer narrative:
Integra has completed their internal investigation on may 2nd, 2017. Results: evaluation of returned device; there was a mlx light source returned for smoking. The light source was returned used with scratches over entire casing. The unit had 181 hours use when returned. There was tape on unit indicating not to use the unit. There were no visual signs of heat damage outside the unit. The unit was energized, at which point it was noticed the fans were not operating. After 10 minutes of operating time, the unit shut down and had hot smell emitting from it. The unit was opened and the lamp removed. A visual inspection of the lamp found the outer casing of the lamp to be melted. This was lamp was installed into a test light source where it was found the lamp still worked. After a cool down period, the returned light source would restart. A visual inspection internally found the connector to the front control board disconnected and the header connector for this connector cracked. This connector resulted in the fans not operating allowing the unit to overheat and the thermistor not functioning, thus not shutting down a overheating unit. A CAPA eval will be issued. DHR review; nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Repair history: repair number (B)(4) issued march 7, 2017. Complaints history; a two year look back in trackwise found 658 complaints for item 00mlx, there were 21 complaints that had a failure related to ¿smoking¿. Conclusion: the complaint can be confirmed, the root cause was a component failure. There has been a corrective action request initiated to address this issue and prevent its recurrence.